Event description:
Approx 36 hours after two level corpectomy a c4-c5 with infuse bone graft and autograft bone in peek vertebral body spacer, pt developed cervical swelling. Pt was started on steroids and sent home pod 3 after edema improved. Pt discontinued steroids on his own pod 6 after developing increased blood glucose levels even though the surgeon had prescribed insulin. Pod 8 pt developed trouble breathing and presented to ER with stridor. Edema was noted in nasal cavity, mouth, and trachea. Steroids were not restarted. A few days later, a feeding tube was inserted. Pt was released after approx 10 days with trach tube still in place. It is unknown if the infuse bone graft contributed to the reported event.